Event description:
User experienced problems with bun application for two days. Total number of patient sample affected was not given. One example provided, which occurred in 2008. Initial result 2 mg/dl, repeat 105 mg/dl. Initial result was not reported. The field service rep determined the issue was due to contamination and cleaned the regent lines, nozzles and sample probes. He also noted he checked the cell wash mechanism. Performance tests were performed which were within specification.